Event description:
The pt received 3 cypher stents to portions of the left ventricle approximately 4 1/2 years ago. Approximately 7 months later, she had a painful heart injury resulting from in-stent restenosis. Add'l info is not currently available.

Manufacturer narrative:
Please note that this device is not available for testing and eval. This female pt experienced restenosis approx. 7 months post implantation of 3 cypher stents. Past medical history is unk. The indication of the index procedure was unk. Percutaneous coronary intervention was performed in a lesion described by the report to be located in "portions" of her left ventricle". Description of the vessel such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. There is no information regarding procedural details such as: debulking or pre-dilation of lesion before stents deployment, pre and post procedure cardiac enzyme values, or pre and intra procedure medications used. Three cypher stents of unk length and diameter, unk lot number and unk expiration date, were deployed at unk pressure in an unidentified section of the heart. Post dilation of stents was not reported. The report did not indicate if the stents were deployed in an overlapping manner. The residual diameter stenosis was not reported. Timi flow was not reported. The report did not indicate when the pt was discharged from the hospital nor indicated what medications were prescribed at discharge except for antiplatelet therapy. Seven months later, the report explained that the pt experienced restenosis. There was no info about in-stent, peri-stent and or in what stent/s restenosis was found as confirmed by coronary angiography. There was no info about lab values of EKG done. There was no info on how the restenosis was treated. The products remained implanted in the pt and are thus not available for eval. A device history records (DHR) review could not be conducted because the lot numbers of the products were not reported. The IFU warns that the use of this device carries the associated risks of sub-acute thrombosis, vascular complication and/or bleeding events. Restenosis is a potential adverse event associated with coronary artery stenting. Pt who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions; however, without add'l info, it is not possible to determine what factors may have contributed to this event. With such limited pt and procedural info available for review, the lack of product's lot numbers to perform DHR reviews and the unavailability of the products to analyze, it is not possible to determine what factors may have contributed to this event.